Event description:
The complainant reported that a pasv port had been therapeutically placed in a male patient in 2003. During explant of the device performed in 2007, the catheter was found to have migrated into the pt's pulmonary artery. The physician successfully retrieved the catheter from the pt with the aid of a snare and found that the catheter had fractured, where the catheter attached to the port body. Other than having to have the migrated portion of the catheter removed from the pt, there was no indication from the complainant of any further adverse affect to the pt as a result of the reported malfunction.

Manufacturer narrative:
User facility was unable to supply the correct lot number of the device used, consequently, the manufacture date of the device is unk. This device has been received by this MFR, but a physical evaluation has not yet been performed. At this time we are unable to determine if the device met specifications. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.